Event description:
This event was reported in error. Through follow-up with the healthcare provider, it was learned that, although the patient expired after implant duration of 11 months 6 days (11.20 months), the edward's valve did not cause or contribute to the patient's death.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. On 01/31/2011, the permanent identification card was received from the executor of the patient's estate with the notation "... Died of heart failure on (B)(6) 2010." No additional information was provided. Despite attempts to contact the surgeon by email, no response has been received to date. A request has been made to confirm cause of death or to get additional information regarding this event but has not been received. At this time, it is unknown where the death occurred. It is unknown if the device was explanted. Cause of death has not been confirmed and it is unknown if there was an autopsy. Death certificate has been requested but has not been received.

Manufacturer narrative:
Additional manufacturer narrative: it has been learned through follow-up with the healthcare provider that the device did not cause or contribute to the patient's death. This event was reported in error.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, the patient expired after an implant duration of approximately 11 months (11.20 months) due to unknown reasons. It is unknown if the death was device related.